Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model # m-4800-01, serial # (B)(4)); smartablate pump (model # unknown, serial # unknown); lasso nav variable eco catheter (model # d-1343-01-s, lot # 17571452l). (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the procedure, a perforation was noticed when the patient¿s blood pressure dropped. The injury was confirmed using intracardiac echocardiogram. A pericardiocentesis was performed and 200cc of fluid was removed. The patient was reported to be stable when he left the electrophysiology lab. Multiple attempts have been made to obtain clarification in this complaint. However, no further information has been made available.